Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported shock was delivered for an episode in the ventricular tachycardia zone and possible due to rapid ventricular response. It was also reported an atrial arrhythmia was in progress. A request for additional information was made, but not received. The device remains in use and no further patient complications have been reported as a result of this event.